Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was not received from the customer, nor was clinical information provided sufficient to determine the root cause. Therefore, investigation of the device was not possible. A root cause for the pump stop could not be determined through this investigation as no product was returned for evaluation. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump had high motor current (mc) spike, stopped, restarted at p2, and there was no mention of patient harm or medical intervention.